Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (selected "foreign" under the report source). Additional information added to fields: d8, d9, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the endoscopic image was not displayed due to a failure of the printed circuit board. Traces of burnt parts were found on the elements on said board, but the root cause of this issue could not be identified. Olympus will continue to monitor field performance for this device. This report is related to MFR: 04455.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during inspection, the octagonal area of the endoscopic image of the light source was completely dark and no image was displayed when connected to the video system center. The issue occurred during preparation for use for a procedure completed with the same device. There were no reports of patient harm.